Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that ECG cable is damaged / worn. The patient was involved but had no harmful consequences. The customer worked with the philips remote service representative. It was determined that this was a malfunction of the ECG cable which was ordered to the customer for their replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of ECG cable. The reported problem was confirmed only by the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s0 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer ordered an ECG cable for their replacement to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : the customer worked with the philips remote service representative.